Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Functional test process of current production of column comfort flo was reviewed and no issues were observed that can lead to the defect reported. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported water getting into circuit during use on a patient. No patient harm reported. It was reported that the equipment was changed and the patient received therapy as needed.